Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the lens optic torn and haptic torn and bent. Dimensional and functional inspection found the lens to be within specifications. H4 - device manufacture date: 26-jul-2023 corrected to 23-jul-2023. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Each lens is subjected to a 100% assessment of the power (spherical an cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was removed and replaced in a seperate surgery for a different model but same length lens. The problem was resolved. It has been noted that the surgeon seleced a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of event was reported as unknown.